Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and rebooted. A functional test was performed and the battery was replaced with a known good battery, the receiver turns on and charges. The receiver case was opened for an internal visual inspection and it passed. The log was downloaded and shows the receiver shutting down within the relevant dates for low battery when the battery is charged. The reported event of receiver ceased to function was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.